Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with blood glucose values around the mid-400s for several hours despite a supply change, and the user subsequently removed the pump and reverted to multiple daily injections to manage rising glucose, with concerns that pain and stress could be contributing. Symptoms included headache and increased thirst. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, review and analysis of user-provided logs, and troubleshooting education. Investigation of this case revealed no specific device findings, with insufficient information regarding a medical device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.